Event description:
It was reported the patient's left hip was revised. As reported by rep: "disengaged constrained liner from acetabular cup we replaced it with another 28 head and f constrained liner. The previous surgery for the patient for the same issue was done on (B)(6) 2022. Implants aren't available and no other information to give."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.